Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had a large hole in the outer tube that was consistent with sharp instrument damage which likely occurred during explant. No damage was present in relation to the inner tube of the cylinder. Cylinder 1 therefore passed the leak test. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and performed within specification.

Event description:
It was reported that the patient underwent a revision procedure due to an infection in the pump space with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The infection was tested and was e coli and enterococcus faecalis. The patient was also prescribed antibiotics. There were no patient consequences following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.